Event description:
It was reported that 2 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: material no:328509. Batch no: 0006817. Consumer reported when removing the needle shield on 2 syringes, the needle component came off and stayed inside of the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned two syringes, each in a separate pouch. Each pouch labeled as being 0.5ml 31 gauge 8mm syringes from lot 0006817. For both syringes, the needle hubs have separated from the barrels. The hubs are lodged in the needle shields. There is no damage to the connectors at the distal tip of the barrels or the base of the needle hubs. Plunger caps have been removed but there are no signs of use. No other defects found. Needle hub separation confirmed. A review of the device history record was completed for batch# 0006817. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200872177, 200871578] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328509, batch no: 0006817. Consumer reported when removing the needle shield on 2 syringes, the needle component came off and stayed inside of the cap. Date of event: unknown.